Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt was returned and evaluated at a u.s. Distributor in accordance with recommendations with zoll manufacturing corporation. The reported problem (damaged cable) has been confirmed. Upon investigation the cables connecting the ECG and therapy electrode were severed. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn 59065296 and reported that the electrode belt had a damaged cable.